Event description:
Additional information received indicated that inappropriate stimulation was due to the extension, because since it was replaced, the stimulation resumed to normal state. The only part of the system that migrated was the connector between lead and extension. It was visually remarked that the isolation plastic cap over connector wasn't properly fixed but there was no reason to explain why.

Manufacturer narrative:
Concomitant medical products: product ID 37083-40, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: extension. (B)(4).

Event description:
It was reported that the patient experienced "inappropriate stimulation." It was additionally reported that "lead migration" had occurred. The patient's physician was noted to have "replaced the extension." The patient's status at the time of report was noted as "alive - no injury/no adverse event." It was additionally noted that there "were no patient symptoms/injuries related to this event." A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant product: product ID 3877-45, lot # 0206426279, product type lead. (B)(4).

Event description:
Follow up information reported that the lead component of the implantable neurostimulator (ins) system remained implanted and ¿in service.¿ the patient was reported as doing ¿very well.¿ if additional information is received a follow up report will be sent.

Manufacturer narrative:
Product ID 37083-40, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2013-(B)(6), product type extension product ID 3877-45, lot# 0206426279. (B)(4).

Manufacturer narrative:
(B)(4).